Event description:
It was reported that an alert/notification settings issue occurred. On approximately (B)(6) 2025, the patient was driving her vehicle, and as she pulled into her driveway, she felt unwell. She did not remember many event details. A bystander who was a nurse saw her, knocked on her car window, to inquire to her status. The patient was able to roll down the car window and remained conscious but was unable to respond. The nurse called emergency medical services. Upon arrival the patient refused transport to the emergency room and she was treated with unspecified IV fluid to stabilize her bg level. Her cognition improved and she remembered the paramedics indicated at some point her bg finger stick value was 60 mg/dl. She did not check for a cgm value at the time. She had not fully recovered but refused to go to the hospital and recovered at home. At the time of the report, the patient was feeling okay. Data was provided for investigation. The allegation was undetermined via data. The patient's estimated glucose values did not drop below the user-set low threshold of 60 mg/dl on or around the date of event, (B)(6) 2025. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.